Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of four photographs of the incident unit that were received from the account. Visual examination of the photos indicates the reload jaws were clamped with the knife bar advanced to the distal end. The instrument firing rod was fully advanced and the tube housing was partially separated from the rotation collar. Based on the photographic evaluation the reported condition was confirmed. However, without the device being returned for evaluation the root cause of the reported condition could not be determined. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy procedure involving the pulmonary artery, the stapler locked on patient after tissue was stapled and transacted. They could not open the jaws and the device appeared disconnected where the shaft met the handle. The device made a weird noise at the end of firing sequence and the black knobs would not pull back. They had to wiggle back and forth to get tissue out but were able to do so without causing damage. The procedure was delayed for less than 30 minutes as a result of the issue. There was no patient injury.